Manufacturer narrative:
A f/u report will be filed if more info becomes available.

Event description:
It was reported that the dilator was passed over the guidewire and then removed. The 20cm catheter was passed over guidewire & pt complained of pain. Catheter was removed, but guidewire couldn't be removed & there was resistance when withdrawal was attempted. At this point, guidewire started to fray (location on the wire that frayed was undetermined). Therefore, users abandoned attempt to remove guidewire at this point. Guidewire was surgically removed.